Manufacturer narrative:
A2: date of birth: (B)(6) 1964. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.

Event description:
Proactif clinical study: it was reported that the patient experienced liver dysfunction. Standard, single compartment dosimetry was performed to assess treatment dose. Pre-treatment maa dosimetry documented dose to total perfused liver as 188.9 gy. Dose to total perfused tumor was not determined. On (B)(6) 2020, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. Type of therasphere infusion was selective. The catheter was positioned in the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii); 1.64 gbq of therasphere was administered to the selective liver through vial 1. Post dosimetry results were not determined. On (B)(6) 2020, 49 days post index procedure, subject experienced deterioration in health. On the same day, the subject was hospitalized for further treatment and evaluation. During the course of hospitalization, the subject was diagnosed with an elevated child-pugh score of c11. On the same day, ecog performance score was 0, ascites assessment score was 2, bclc was assessed as d and child-pugh score was greater than c10. Concomitant medication was administrated to treat the event. The treatment with therasphere decompensated the hepatic function. On (B)(6) 2020, the subject was discharged from the hospital. Of note, on (B)(6) 2020, 77 days post index procedure, the subject experienced septic shock of unknown origin. Concomitant medication was administrated to treat the event. Additionally, subject was given end of life support and comfort care. On (B)(6) 2020, 83 days post index procedure, the subject passed away. The physician noted the septic shock and death to be not related to the administration procedure and not related to the therasphere device.